Event description:
It was reported that on (B)(6) 2021 the luer hub was found cracked during patient use and "this long-term hemodialysis catheter was used on (B)(6) 2021". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one connector assembly from a chronic hemodialysis catheter. Signs-of-use in the form of biological material was observed on the connector assembly. Visual analysis revealed that the luer hub on the venous extension line was severely cracked. No defects or anomalies were observed on the arterial extension line or any other portion of the connector assembly. With the distal end of the connector assembly occluded (distal end of cannulas), a lab inventory syringe filled with water was used to pressurize both the venous and arterial extension line. When the venous line was flushed, water was observed exiting the crack on the luer hub. No leaks or anomalies were observed when flushing the arterial extension line. Performed per IFU statement "flush catheter thoroughly with normal saline to remove residual blood, post-treatment and before instilling heparin". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use chronic dialysis catheters for extended use unless no other hemodialysis access options exist. Chronic dialysis catheters should be used only as bridge devices. Use only securely tightened luer-lock connections with any venous access device (vad) to guard against inadvertent disconnect and to help guard against air embolism and blood loss. Thread compression cap onto hub connection assembly firmly, but do not over tighten. There should be no threads visible on hub connection assembly". The report of a cracked luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the venous luer hub was severely cracked. Functional testing confirmed that water leaks from the venous luer hub when flushing with a lab inventory syringe. No defects or anomalies were observed on the arterial extension line. Based on the customer report and the observed damage on the venous luer hub, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2021 the luer hub was found cracked during patient use and "this long-term hemodialysis catheter was used on (B)(6) 2021". No patient harm reported. The patient's condition is reported as fine.